Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had a crack on their insulin pump's screen. The customer was unsure how the damage had occurred on their insulin pump. Customer's blood glucose was unknown. Customer also stated their insulin pump was not functioning correctly, but they were able to read their screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.